Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was performed due to possible infection. The surgeon performed a poly exchange of the 2 x 16mm tibial insert and related tibial locking bolt.